Event description:
A malfunction was reported involving an alarm 2 followed by alarm 26, indicating potential occlusion issues. Despite these alarms, there was no adverse impact on the customer¿s blood glucose level. Technical support provided guidance to address the issue by suggesting various steps, including disconnecting the tubing and delivering boluses, but the occlusion alarms continued to recur. The caller observed a ball of insulin and followed further instructions to remove and inspect the cartridge, which showed no visible damage. Ultimately, the caller filled and loaded a new cartridge, changed supplies as necessary, and resumed insulin therapy.